Event description:
It was reported that the rad-87 was inaccurate when taking spo2 during pt walk for home 22 eval. Customer reported, "pulse ox showed that the pt was desaturating (86%).when nellcor was placed on the pt, her spo2 was normal (above 88%)". There were no consequences or impact to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.